Event description:
During a chair to bed transfer using a hoyer lift; the hoyer lift suddenly tipped forward. The column (hydraulic mount) came loose from the base and the pt fell to the floor. Resident sustained a lt hip fracture. Nursing assistant suffered a back strain attempting to protect the resident (1 day lost). Invacare corp was notified.

Event description:
During a chair to bed transfer using a hoyer lift; the hoyer lift suddenly tipped forward. The column (hydraulic mount) came loose from the base and the pt fell to the floor. Resident sustained a lt hip fracture. Nursing assistant suffered a back strain attempting to protect the resident (1 day lost). Invacare corp was notified.